Manufacturer narrative:
The product is recommended for use only by medical practitioners who are appropriately qualified and properly trained in surgical procedures involving the repair of uterovaginal prolapse and other fascial deficiencies that require support material. The primary issue in this event is steroid ingestion by the pt and wound failure post surgery. Because the wound has failed, the mesh has protruded and caused erosion. A review of the batch mfg records was conducted and the batch in question met all finished product release criteria, and no issues were identified which would cause or contribute to the reported problem. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Ten weeks following anterior mesh prolapse repair, posterior mesh prolapse repair with sacrospinous fixation and urethrocele resection, the pt presented with mesh protrusion and erosion of vaginal tissue. Prolene sutures were also noticed in the vagina. The pt is taking steroids which are known to cause defective wound healing. The pt underwent re-surgery to excise the exposed mesh and vaginal tissue was stitched closed. Six weeks following re-surgery, the pt has experienced no further issues and surgical cure of prolapse has been achieved.